Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer has concerns with a discrepant inr result between coaguchek vantus meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 4.9 inr. The customer had a lab test within 2 hours and the result was 3.4 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no antiphospholipid antibodies and no changes in diet or other medications. The customer is currently taking plavix. Customer has had low oxygen levels recently that have lead to increased heart rate. Customer had a nosebleed a week prior to this test but did not require any treatment. There is no allegation of an adverse event. Retention test strips (304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.